Event description:
It was reported that the user performed two meal announcements instead of one, and the report indicated a second announcement had been made while blood glucose was in range. Symptoms included a potential risk for hypoglycemia due to an additional insulin dose. Outcomes included user education to have fast-acting carbohydrates available, to pause the ilet temporarily, and to resume delivery with continued monitoring, with no alerts or alarms and no hospitalization. Customer care agent provided support that included review of the device report and user coaching on appropriate operation. Investigation of this case revealed normal device function with user error related to dosing workflow. It was concluded, based on previously established findings for similar reports, that the cause was use error.